Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer saw that there was insulin inside the reservoir compartment upon removing the reservoir from the insulin pump. The customer's blood glucose was 93 mg/dl. The customer was unaware of the exact location of the leak but believed that the leak could have been at the tubing near the reservoir or at the reservoir. Advised customer to change the infusion set. The customer mentioned that the insulin pump was making a constant tone noise. The customer also stated that the display of the insulin pump went blank after exposure to moisture. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.